Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white plastic pusher that holds the plug against the artery of a 5f mynxgrip vascular closure device (vcd) did not come out of the device black sheath. It was crumbling into small white plastic pieces inside the device. There was no reported patient injury. The physician felt this is a patient safety issue as material may break off in the patient and the hemostatic effect of the device is probably lost so patients wind up staying for hours of flat time. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: as reported, the white plastic pusher that holds the plug against the artery of a 5f mynxgrip vascular closure device (vcd) did not come out of the device black sheath. It was crumbling into small white plastic pieces inside the device. There was no reported patient injury. The physician felt this is a patient safety issue as material may break off in the patient and the hemostatic effect of the device is probably lost so patients wind up staying for hours of flat time. A non-sterile 5f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. As per visual analysis, the shuttle was not engaged to the black handle. The syringe was connected to the device with the stopcock open. A small piece of sealant fell out of the cartridge during the functional test though not exposed to blood. The sealant sleeve was not returned with the device. A small bend was observed on the cartridge. It is unknown if the device was manipulated after the procedure, and if the bend to the cartridge was during the procedure or during subsequent handling or transit. The procedure sheath was not returned with the device. Per functional analysis, a simulated deployment test to ensure functionality of the returned device was performed. The shuttle was advanced completely without issue, but the advancer tube was unable to be deployed. The advancer tube was stuck inside the cartridge while retraction of the shuttle back to the black handle. Small piece of sealant fell out of the device while retraction of the shuttle. Per dimensional analysis the length of the cartridge was measured, and noted to be within specification. Per microscopic analysis, visual inspection at high magnification showed the cartridge had a small bend, the slits were missing from the outer cartridge, and a small piece of sealant not exposed to blood. A product history record (phr) review of lot f2216101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy - advancer tube¿ and ¿ unknown device incident¿ were confirmed during analysis of the returned device. A bend was discovered on the outer cartridge, but it is unknown if the device was manipulated after the procedure, and if the damage to the outer cartridge occurred during the procedure or during subsequent handling or transit. A small piece of sealant fell out of the cartridge while retraction of the shuttle. The sealant was not exposed to blood which is an indication that the device might have not been used in the patient. However, the exact cause for this incident cannot be conclusively determined. It was also identified that the slits were missing from the distal end of the outer cartridge which could be related to manufacturing. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. The product analysis suggests that the event experienced by the customer may be associated to the manufacturing process. Therefore, a risk assessment has been initiated for further investigation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a review of the manufacturing documentation associated with lot f2216101 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.